Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 degenerative mitral regurgitation (mr), a prolapsed posterior leaflet, and an anterior leaflet flail for a mitraclip procedure. The devices were prepared per instructions for use (IFU). A mitraclip xtw was placed on the valve. Upon deployment of the clip, tension was noted in the sheath. A single leaflet device attachment (slda) was observed. The clip detached from the anterior leaflet and remained attached to the posterior leaflet. A second mitraclip nt was implanted medial to the first clip to stabilize and further reduce mr. The final mr grade was 1.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 degenerative mitral regurgitation (mr), a prolapsed posterior leaflet, and an anterior leaflet flail for a mitraclip procedure. The devices were prepared per instructions for use (IFU). A mitraclip xtw was placed on the valve. Upon deployment of the clip, tension was noted in the sheath. A single leaflet device attachment (slda) was observed. The clip detached from the anterior leaflet and remained attached to the posterior leaflet. A second mitraclip nt was implanted medial to the first clip to stabilize and further reduce mr. The final mr grade was 1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported incomplete coaptation/slda (single leaflet device attachment) could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.